Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported slda could not be determined in this incident; however, the reported complete clip detachment was due to slda. The reported patient effect of emboli is listed in the mitraclip system instructions for use, as a known possible complication associated with mitraclip procedures. The embolism and ischemia appear to be due to the reported expulsion. There is no indication of a product issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed for embolization of the clip. It was reported that the patient underwent a mitraclip procedure on (B)(6) 2019 to treat severe mixed mitral regurgitation with a grade of 4, which was not corrected by left ventricle assist device (lvad) therapy. Three mitraclips were implanted in the following positions: a2-p2, a3-p3 & a1-p1. Post procedure mr was reduced to 3. All three clips remained stable on both leaflets at the time of the procedure, which was verified by echocardiogram. On (B)(6) 2019 it was noted that one of the implanted mitraclips detached from the anterior leaflet and remained attached to the other leaflet; a single leaflet device attachment (slda) occurred. On (B)(6) 2019 the patient had an acute reduction in lvad flow. A chest x-ray was performed, where only 2 mitraclips could be visualized (despite 3 mitraclips being implanted on (B)(6) 2019). It was determined that the same clip that had the slda was no longer attached to the mitral valve. On (B)(6) 2019 the patient returned to the hospital and it was determined that the mitraclip had come of the mitral valve and had become lodged in the integrated inflow cannula (ifc) of the heartmate3 (hm3) lvad device, which resulted in the acute reduction of hm3 lvad flow. The lvad outflow graft (ofg) was not found to be twisted and was appropriately applied. The mitraclip was successfully removed from the ifc. The patient's mitral valve was then surgically replaced and hm3 pump support was restarted. Patient's condition improved and patient was discharged from the hospital in good condition. No additional information was provided.